Event description:
It was reported that the patient underwent a minimal access surgical procedure at l4. It was reported that the pak needle broke in the patient's pedicle. After trying for 45 minutes the surgeon was able to retrieve the broken portion of the needle. No patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.